Event description:
Patient contacted dexcom technical support on 01/07/2014 to report that the sensor gave inaccuracies on (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.